Event description:
Customer called to report that the sample probe collar wash of the unicel dxc 880i synchron access clinical system was leaking fluid. Customer replaced the sample syringe plunger and tightened all of the fittings, after which the sample probe collar wash continued to leak fluid when the instrument was being primed. The customer technical specialist (cts) generated a service request. The field service engineer (fse) inspected the instrument and replaced the sample probe collar wash, which resolved the issue. The failure mode appears to be the sample probe collar wash. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause of the instrument issue was due to the sample probe collar wash. The issue was resolved when the fse replaced the collar wash. Customer has not called back to report any further issues relating to this event. (B)(4).